Event description:
It was reported that the following issue was observed on the device: "upper hinge broken; does not power on." Additional notes provided by the facility¿s clinical engineering support services include: "I replaced the broken door with a new one. I verified that the pump did not turn on when connected to a pcu. I tried replacing both of the iui connectors, but that did not resolve the issue. I was able to discover that the unit was on, but the display was not illuminating. I replaced the display board with a new one, but that did not fix the issue either. The unit was showing an error code that meant that the keyboard was not communicating with the main board. Since I had just replaced the keyboard with a new one (it is part of the door), I opened the unit to replace the logic board. That was when I found that the cable that connects the keyboard to the logic board was unplugged, and that the ground wire was broken. Both of those are a part of the bezel assembly, so that is what I ended up replacing. After those repairs, I recalibrated the unit and ran it through all of its pm tests with no issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.